Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer reported that the heartstart mrx is failing op check.there is no indication of patient involvement.

Manufacturer narrative:
(B)(4).